Event description:
It was reported that anti-tachycardia pacing (atp) therapy and two high-voltage (hv) shocks were delivered by the device but were not successful in terminating the arrhythmia. A third hv shock was delivered and was able to terminate the arrhythmia. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.